Event description:
A review of service data detected a reportable event. Upon servicing charger/modem sn (B)(4), the charger/modem was resetting. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the charger/modem was resetting. Upon investigation, the flash memory programming was corrupt on flash components u102 and u105. The cause of the resets is the corrupt programming. The root cause of the corrupt programming cannot be positively identified. No adverse event resulted from the defective charger/modem. The last patient to use the battery charger/modem did not report any deficiencies.